Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The insulin pump as well as the display was cracked. It was hard to read the screen. The damage occurred when the customer was at work doing a construction. The insulin pump was pulled off of him by a cinderblock at their work. The insulin pump fell onto the ground. The cinderblock landed on the insulin pump. The customer's blood glucose level was 194 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with minor scratched lcd window, broken belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The insulin pump received unable to read on the screen due to cracked and bleeding lcd glass.